Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was unable to power on. The cause for the failure to power on was isolated to multiple electrically damaged components on the monitor computer/analog and defibrillator pcas. The damage was caused by high voltage traveling to low voltage circuitry. The root cause for the high voltage reaching the low voltage circuitry could not be positively identified. There is no indication in the attached device download data that the monitor malfunction caused or contributed to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted u727 and esd700 components on the distribution node pca. The root cause could not be positively identified, but root cause investigations for similar malfunction found that conductive gel from the therapy electrodes can ingress into the therapy electrode enclosure, causing a damage to components on the distribution node pca. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate treatment. Additional inappropriate defibrillation narrative: a cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips . The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of the patient's ECG signal. The multiple counting satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. . A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while in the ER. Multiple counting of low amplitude cardiac signal contributed to the false detection. The lifevest delivered a 173j shock. The high energy treatment was due to a lower than anticipated patient impedance (18 ohms). The patient was conscious but did not press the response buttons before the treatment. The patient remained in the ER following the treatment.